Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.

Event description:
Kimberly-clark received a report stating a mic-key low-profile transgastric-jejunal feeding tube was inserted on (B)(6) 2014. On (B)(6) 2014 the enteral feeding tube was surgically replaced because of a cracked hub. There was no reported patient injury. No additional information was provided in regards to the patient's status. This is the second of two reports for the same patient involving two separate products. Refer to report 9611594-2014-00152 for the first report.